Event description:
Caller indicated the wrong code chip was packaged with strips. 24/7 caller in 2009 12:30pm 15 minutes in length. 11:30 caller checked patient's blood sugar read over 500 mg/dl. 11:35 pt was given sliding scale insulin based on reading. 11:45 he noticed that meter was coded 532, but the strips had code 762. Called arkray. At about 2 days later, he admitted fault was theirs, and stated it was a training issue. Inservice scheduled.

Manufacturer narrative:
Actual product was not returned for testing. Batch history records of the lot in question were reviewed, and no nonconformities were seen. There is no other complaint history on this lot. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer admitted the fault was theirs, and stated it was a training issue.